Event description:
It was reported that a patient experienced postoperative inflammation after implantation of a intraocular lens after cataract extraction. The finding was observed on day 7 after the surgery. The doctor also noticed white feathered particles inside the continuous curvilinear capsulorrhexis when the pupil was dilated.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Implant date: 05/28/2013based on the manufacturing record review, all process operations presented in the manufacturing for the (B)(4) lens for this serial number were within specifications and in compliance.all pertinent information available to the manufacturer has been submitted. Placeholder.